Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint (B)(4), with associated manufacture report numbers of 2954740-2016-00058. (B)(4). Concomitant medical product: excelsior 1018 (stryker) and enpower dcb / cable (lots unknown). The unspecified enpower detachment control box (dcb), unknown connecting cable and excelsior 1018 microcatheter were not returned. While the reporter stated that the IFU procedure was followed, failed to provide information if a pre-deployment electrical check was completed prior to patient use. In regards to cleanliness, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned or rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Upon visual review of the return packaging unreported damage of the coil being unsheathed, knotted and entangled around the device positioning unit (dpu) and the introduce sheath with only the distal section of the coil still inside the introducer sheath was found. The coil was found protruding outside the proximal end of the tool with coil damage consisting of stretching, compression, and buckling. This damage was found to be consistent with the unprotected coil being retracted through the resheathing tool. The knotted coil damage could have only occurred outside the patient and outside the introducer sheath as post-procedural in nature. The detachment fiber was intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 52.7 ohms (range 48.85/56.0) and the enpower systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 52.9 ohms. The field complaint of the coils non-detachment could not be duplicated. Post-detachment inspection found that the detachment fiber received heat and melted as designed. Due to post-procedural cleaning, handling, and packaging, the exact circumstances of how and when the unreported damage occurred to the coil could not be exactly determined; however a portion of the coil damage appeared post-procedural in nature due to the evidence received and as it was reported by the reporter that no visible damage was noted on the product prior to and after the event. No manufacturing defects were found. The complaint of the coils non-detachment could not be confirmed. The detachment fiber was found to be intact and undamaged, and had not receive heat and melt. The dpu passed electrical and functional testing with the coil detaching on the first detachment cycle with the detachment fiber receiving heat and melting as designed. The dpu also passed post-detachment electrical testing. Laboratory testing could not duplicate the field complaint as no problem was found; therefore the root cause of the coils non-detachment inside the target site could not be determined. No manufacturing defects were found. In addition, without the return of the complete detachment system and the excelsior 1018 microcatheter used in the procedure, it could not be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
As reported by a healthcare professional, during the coil embolization of an aneurysm at the splenic artery, the physician was unable to detach the deltamaxx microcoil ((B)(4)). The tortuosity and calcification level of the patient's vessels are unknown. It was reported that the deltamaxx microcoil could not be detached despite pressing the detach button several times. The cable was replaced with a new one, but the coil still failed to detach. The deltamaxx microcoil was replaced with another coil of the same size; this coil was successfully detached. The procedure was completed without further issues and there were no patient injuries or complications. The same microcatheter was used through out the procedure and there were no reports of any damages to the coil/coil delivery system/detachment system prior to use or after removal. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to and after the event. The complained product is available for analysis. No further information is available.